Event description:
It was reported, the device could not be interrogated. Normal device replacement was suggested. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.